Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 67 mg/dl, and the bg meter was reading 489 mg/dl. The patient was wearing a tandem insulin pump. The patient was experiencing nausea, fruity breath, was incoherent, had a headache, abdominal pain, and his joints were hurting. The patient self-treated with 11 units of novolog insulin and by drinking a lot of water. There was no information about medical intervention. The patient was feeling ¿foggy and fuzzy¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.